Event description:
It was reported that the implantable pulse generator (ipg) of the patient was no longer functioning as intended. The patient underwent an ipg replacement procedure. No device malfunction suspected. No further information has been obtained. Additional information was received that the patient was doing well postoperatively and the explanted device was disposed by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) of the patient was no longer functioning as intended. The patient underwent an ipg replacement procedure. No device malfunction suspected. No further information has been obtained.